Manufacturer narrative:
Troubleshooting indicated the reported issue was isolated to the main pcb. The customer was informed that this product is no longer mfg and parts are no longer available for replacement. The customer indicated the unit will be taken out of service.

Event description:
The customer reported that the alarm volume was "very low" and could not be adjusted. There was no pt involvement.